Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of an amia automated pd cycler set fell off prior to patient connection. The reporter state that the cap was intact and was properly connected when the set was removed from the packaging. There was no patient involvement as the set was not used for therapy. No additional information is available.